Event description:
On (B)(6) 2010, leica microsystems received a complaint from the customer concerning suboptimal tissue processing on the peloris tissue processor. The customer also informed leica that the tissue would be reprocessed. On (B)(6) 2010, the customer advised leica that one skin biopsy from the affected tissue processing runs was not reportable, and that re-biopsy of the patient was not possible, as the lesion had been removed.

Manufacturer narrative:
Leica's investigation of this complaint has determined that the peloris tissue processor was performing to specifications. The root cause of the complaint/malfunction cannot be determined.